Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-nov-02. It was reported that the cause of the defective device and the lack of stimulation was not determined. The hcp then clarified that the patient only experienced either rib stimulation, knee stimulation, or lower extremity stimulation, but no stimulation in the buttock where the radicular pain was. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found that the battery had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s whole system was explanted because the device was defective and was not delivering stimulation. It was noted that the system would be returned for analysis. There were no further complications reported or anticipated.